Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed stored episodes of noise on the right atrial lead. The patient was brought to the clinic on (B)(6) 2015 for further evaluation; multiple stored episodes of noise were observed. The noise could be reproduced in clinic with isometrics. The patient was asymptomatic. No intervention was performed and the patient would be monitored.

Event description:
New information states the lead was explanted during a routine device change out. The patient was stable and would be followed normally.